Manufacturer narrative:
Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital due to syncope. The patient's device was interrogated, and their right ventricular (rv) lead exhibited oversensing on non-sustained ventricular tachycardia episodes, and elevated sensing integrity counter (sic) counts. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported asa result of this event.